Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted there was a 30 cm section of small intestine that was necrotic and gangrenous due to mesh band causing an obstruction with dense adhesions. He observed two loops of bowel stuck to the mesh, part of the bowel was compromised and required resection. It was reported that the patient experienced severe pain, nausea, constipation, chills and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/12/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/23/2022. Additional b5 narrative: it was reported that following the procedure the patient experienced hernia recurrence.